Event description:
The battery longevity tables were used since the patient has been at settings of output=2.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=0.8min since date of implant and the battery should last between 1.2 and 1.7 years from beginning of life till end of service at those settings.

Event description:
It was reported that the patient is scheduled for prophylactic generator replacement due to nearing end of service and the patient experiencing an increase in seizures. Further follow-up revealed that the device diagnostics were normal and that the increase in seizures is believed to be due to a decrease in vns battery power. No changes in medications occurred that is believed to have caused or contributed to the increase in seizures. The patient underwent generator replacement. It was reported that the patient took the explanted generator with her following replacement surgery.